Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display screen did not have line through the display as alleged in the original complaint. Investigation did not confirm the original complaint and the pump was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging lines on the display. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.